Event description:
Customer reportedly received results of 99 mg/dl and 44 mg/dl within 10 minutes on the advantage system. Low blood glucose symptoms reported with these results; self treated by eating food and felt better. No actions taken based on device result. No quality controls were used. Requested return of suspect device and replacement was sent.